Event description:
The doctor from the emergency room called to report that the customer's insulin pump stopped functioning. The blood glucose reading was over 400mg/dl. It was stated that the customer was sweating a lot, and the insulin pump was exposed to moisture as well the buttons were stuck. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture found on the electronic assembly or motor.